Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device was replaced due to battery depletion. There was no allegation of premature battery depletion at that time. The generator was received, and analysis identified that the device was at ifi=yes. The % of the battery charge consumed did not match the measured voltage, which indicated that the battery depleted more quickly than expected. There were burn and tool marks on the exterior casing of the generator, but the cause of the premature battery depletion could not be determined. Data was reviewed, which confirmed that the battery voltage dropped more quickly than expected. The impedance of the device was within normal limits throughout the available history. No further relevant information has been received to date.

Event description:
The battery was sent to the vendor for further analysis. The open circuit voltage, mid-cell thickness, and impedance were all consistent with a cell near end of life. Analysis identified that about 80% of the battery had been consumed. No defects were identified during the destructive analysis that would account for the early depletion of the cell.